Manufacturer narrative:
Approximate age of device - 2 years 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient presented on (B)(6) 2018 to the emergency department with left sided weakness with stroke scale of 7, improved to 3. Cta showed right m2 occlusion. She was out of the tpa window. In the same admission on (B)(6) 2018 patient's egd showed duodenal avm, cauterized with argon.

Event description:
Additional information: it was reported that a head CT was performed on (B)(6) 2018 which showed evolving ischemic change to right posterior paraseptal region without evidence of hemorrhage. On (B)(6) 2018, patient was stable with right hemispheric infaract. No acute hemorrhage was spotted. A head CT on (B)(6) 2018 and showed that patient was stable with no hemorrhage.

Manufacturer narrative:
The devices expiration and manufacturing, respectively, dates have been entered. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding and stroke is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.